Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse) the analyzer was inspected, and a part replacement (bellow set) was performed. Return testing was not completed as returns were not available. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the service activity was performed by the fse. The architect system operations manual addresses sample result observed problems and troubleshooting for erratic/discrepant results. A review of the clinical chemistry systems tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Based on the investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Identifier complete sid: (B)(6).

Event description:
The customer reported a falsely elevated creatinine result generated on the architect c8000 on a female patient. Results provided: sid (B)(6) = 51.6 mg/l; another analyzer = 7 mg/l; original sample repeated on this architect = 8.0 mg/l. Customers female reference range: 5.5-10.2 mg/l. No impact to patient management was reported.